Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented in clinic. It was noted that pacemaker could not be interrogated due to rf telemetry issue. No intervention was reported. Patient condition was unknown.

Event description:
New information noted that programming changes were made to resolve the telemetry issue. There were no patient consequences noted.